Event description:
The patient reported that they went to the hospital and it could have been related to the suspect device. They used the device to check their blood glucose and the reading was 164 mg/dl. They don't remember anything. They were admitted and given several tests such as MRI, brain scan, x-rays and blood tests. They stated that a cause was not found. Level 1 and level 2 controls were run on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.